Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 589mg/dl. Troubleshooting was performed. The mother stated that she called the customer's doctor and she was recommended not to remove the infusion set from the body or take manual injections. The mother stated that the infusion set seems to be fine. All the programming on the insulin pump was correct. Reviewed the alarm history and it revealed no delivery alarms. Ran a self test and the device passed the test successfully. No further info was provided.